Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a product non-conformance was identified. See for full investigation details.

Manufacturer narrative:
Note, date of event and date of explant are approximate. Upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection noted both cylinders exhibited outer tubing damage consistent with explant. Microscopic examination found broken fabric threads and wear of the outer tubing of both cylinders from the input tube. The reservoir shell exhibited wear at the corner of a fold. One cylinder passed leak and pressure testing while the other was unable to be tested due to leaks observed in the cylinder body. No leaks were found in the returned pump, however, it did not pass functional testing as it required force greater than specification to active/inflate. No further damage was identified. Based on the results of this investigation, a conclusion code of cause traced to component failure was assigned.